Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut down unexpectedly last week. The customer's blood glucose level was impacted approximately 300 mg/dl. It was indicated that no troubleshooting was performed with tandem technical support. As the customer was in the middle of a cartridge change and then had to tend to children. Multiple attempts have been made to contact customer that were unsuccessful.